Event description:
A malfunction was reported on the customer's pump, with the pump having shut down overnight. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating there was no reported adverse impact on their blood glucose levels. The customer experienced at least three occurrences of the same malfunction, and while the malfunction code is resettable, it had not been reset in the last 24 hours. Tandem technical support decided to replace the pump, and the customer plans to continue using their current pump as backup therapy. The pump is out of warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump.